Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during the post implant interrogation while the patient was still on the procedure table. The pocket was reopened to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.